Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During field service installation of the device, the field service rep reported that the gas system and the o2 cell would not calibrate. A new o2 sensor was installed and calibration was successful. There was no pt involvement during this event.